Event description:
It was reported that the target was a heavily calcified concentric restenosis in the mid lad. A crosssail dilatation catheter was used for pre-dilatation. When pressure was applied to the tristar stent, the balloon ruptured at 8 atm and contrast leakage made a small area of the dissection at the distal part of the lesion. An additional tristar stent was implanted to treat the dissection. Then, a powersail dilatation catheter was used for the post-dilatation of the initial tristar stent. The procedure was completed successfully.